Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) had a scratch. The iol was fully inserted when they noticed a big scratch. A backup jnj lens with the same model and diopter was used to complete the procedure. There was no patient injury. The patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: oct 9, 2024 section h3: evaluated by manufacturer: yes device evaluation: the complaint device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. The cartridge presented with viscoelastic residue distributed through the length of the cartridge. The cartridge and cartridge tip were damaged. The plunger rod tip was bent/damaged in a way that may have occurred during shipping. The lens module was inspected and presented with no damage however viscoelastic residue in the lens module which may have contributed to the complaint event. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no issues were identified. The complaint lens was received cut in half and one half was missing. The lens half was cleaned and presented with no additional issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.